Event description:
Caller reported a cgm error 42 with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete information on how to reset the pump, and the caller planned to reset the pump at their convenience and follow up if the issue persisted.